Event description:
It has been reported to us that during the procedure the physician attempted to deflate the balloon and the rubber plunger separated from the lead screw. The physician inserted a balloon catheter into the patient. The physician connected the inflation device to the stop cock and performed negative prep. The physician inflated the balloon with the inflation device. The physician performed numberous inflations and deflations on the vessel. The physician attempted to deflate the balloon and noticed that leaking was occurring around the rubber plunger. The physician was able to successfully deflate the balloon. The physician continued the case and inflated the balloon. The physician attempted to deflate the balloon the rubber plunger separated from the lead screw. The physician exchanged the device for another to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.